Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she filled a new reservoir and insulin leaked near the transfer guard. The customer also reported a blood glucose reading of 216 mg/dl at the time of the call. Nothing further was reported.